Event description:
As reported, during a laparoscopic inguinal hernia repair the surgeon attempted to fixate the 3dmax mesh into or near cooper's ligament using sorbafix enhanced fixation device (device #1). It was reported that the deployed fasteners would not penetrate fully into the mesh/tissue. As reported, another sorbafix enhanced fixation device (device #2) was used, and several fasteners would not fully seat into the mesh/tissue and kept falling out. As reported, a third sorbafix enhanced fixation device (device #3) was used and a few fasteners fixated the mesh; however, a few fasteners did not fixate the mesh. It was reported that the surgeon was able to complete the case with the fasteners that did penetrate and fixate the mesh/tissue adequately. The loose fasteners were removed from the patient body and there was no reported patient injury. As reported the surgeon is a newer user of the sorbafix enhanced device.

Manufacturer narrative:
As reported, the sorbafix enhanced fixation device fastener failed to fixate the mesh. The subject device was returned for evaluation. A functional evaluation could not be performed as all the thirty (30) fasteners have been deployed from the device. Sample evaluation is inconclusive. No manufacturing anomalies were found. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of 690 units released for distribution in (B)(6) 2022. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery. The precautions section of the IFU supplied with the device states, ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength". This MDR represents the sorbafix enhanced (device #1). Additional mdrs were submitted to represent the sorbafix enhanced (device #2 and device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.